Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 09/08/2015 the reporter contacted animas alleging that on an unspecified date the patient experienced elevated blood glucose (bg) of 550mg/dl with no signs or symptoms of hyperglycemia. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. No additional information was provided and troubleshooting could not be completed. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy and the pump could not be ruled out as a cause or contributor in the alleged incident.

Manufacturer narrative:
Follow-up #1: date of submission 10/27/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box showed a ¿replace battery¿ alarm occurred on (B)(4) 2015 at 23:12; deliveries resumed at 23:39. Additionally, the black box indicated a ¿loss of prime¿ warning occurred on (B)(4) 2015 at 10:01 and deliveries resumed at 10:37. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No defects were found on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.